Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, the reported patient effect of tissue damage appears to be due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to a leaflet tear. It was reported that the patient presented with functional mitral regurgitation grade 4+ and thin leaflets. One mitraclip (cds0701-ntw) was successfully implanted on the a2p2. Another clip (cds0701-nt 91016u161) grasped the leaflets without issue, however a leaflet tear occurred. It was decided to remove this clip and not place another clip due to the patients thin leaflets. No treatment was provided. Reportedly, there was no issue with grasping, leaflet capture, and no issue with positioning. The patients anatomy was the reason for the tear and there was no device issue. The mr was reduced to grade 3-4. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.